Event description:
Patient had a temp sensing foley catheter in and it was noted that there was no urine output for the current hour compared to the previous hour. When looking at the 14fr balloon end, the balloon was ruptured and not intact. This particular foley was only placed several hours prior in the same day. New 14fr balloon temperature probe foley inserted without difficulty and patient did not experience any further issues.